Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026 he dexcom was reading "high" and they did not have a way to check the bg level. The patient was nauseated and vomiting so they went to the ER. The patient kept his new pod and dexcom g7 to the ER and they allowed him to keep the pod and sensor on during the hospitalization. The patient reported that they could not get the dexcom and pod to pair and received "missing sensor glucose values¿. There was no documentation about the medical intervention no treatment provided. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.